Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that all icc and ER beds are not communicating with the central station. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
Remote service engineer tested the customers pic ix remotely. Coming to the conclusion that the issue with the server. Results of functional testing indicate the ci master slhcathsurv1 was powered off. The remote engineer transferred the server connection to new server ci master surgicarepl. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction with the server. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.